Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. Part:04.037.913s. Lot:44233p6. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 19 nov 2024. Expiration date: 01 nov 2034. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an orif for unstable trochanteric femoral fracture with the nail. Initially, the surgeon and sales rep planned to use a medium nail. Due to the narrow medullary cavity, the sales rep recommended using an extra-short nail, but the surgeon decided to use a short nail (the product in question). When the nail became stuck in the medullary cavity during insertion, the surgeon elected to hammer it in, inserting it to the optimal position. There were no subsequent issues and the surgery was completed successfully with no delay. Postoperative x-rays revealed that a riss may have developed at the distal tip of the nail, and a CT scan revealed the riss. The surgeon informed the sales rep that the future treatment plan is to continue monitoring the condition as is, and if the riss grows larger, additional wiring will be added. No further information is available.